Manufacturer narrative:
The insulin pump had a blank display due to a loose battery tube connector. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
Customer reported a blank display on her insulin pump. Customer's blood glucose level is 122 mg/dl. Customer was advised of the possible causes of a blank display. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).